Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. The patient stated that they had not been draining during drain zero and felt overfilled. The technical service representative reviewed the patient¿s treatment data. The patient drained 3644 ml during cycle five. This volume is 182% of the patient¿s largest fill volume of 2006 ml. The patient was advised to discontinue use of the cycler. During follow up the peritoneal dialysis registered nurse (pdrn) confirmed that the patient did not develop any symptoms, adverse events, or injuries as a result of the reported event. The pdrn stated that the patient performed manual exchanges to remove excess fluid. Should additional information become available, the file will be reassessed and updated accordingly.